Event description:
The manufacturer received an allegation of black particles in a dreamstation auto CPAP device. The patient alleges the device started to emit "black fine dust (like coal)." The patient has black around the nose, in the machine and in the filter. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.